Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, wear abrasion, crease flat and deformation. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, capsular contracture baker grade IV.

Event description:
Healthcare professional reported intracapsular rupture of right implant. Additionally it was reported patient had capsular contracture IV, double capsule, and seroma. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress marks. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side intracapsular rupture. Unknown person later reported rupture of a protesis. Device has been explanted.